Event description:
It was reported that a caregiver announced a breakfast bolus for a snack and sought guidance, after which the patient¿s blood glucose was 58 mg/dl without symptoms and the caregiver was advised to treat with oral glucose and not announce it as a meal. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose and classification as a serious injury or illness. Investigation included communication and interviews with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem, a user interface component relevance, and that an improper procedure or method occurred with a usage problem identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.